Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After a replaced faulty pressure manometer to resolve customer reported issue, replaced battery, input filter, o-rings and case label set as a pm the device passed all functional tests. Manufacturing DHR not relevant due to the age of the device.

Event description:
It was reported that a smiths medical manometer will not zero out. No adverse patient effects were reported.